Event description:
It was reported that a message was received in the remote home monitoring system that the right atrial automatic threshold (raat) for this cardiac resynchronization therapy pacemaker (crt-p) was detected as greater than the programmed amplitude or suspended. Review of data in the remote home monitoring system noted this was due to a high atrial rate and intrinsic beats. Additionally, intrinsic atrial activity was intermittently oversensed on the right ventricular (rv) channel during the raat. The patient is not pacemaker dependent. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.